Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2025. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.